Event description:
During service of the unit, stop cycle condition with all leds and constant single tone alarm was found. Replaced integrated circuit u1 on the logic board to correct the failure mode.